Event description:
The information received by medtronic indicated that the insulin pump getting reoccurring short battery life . Customer received a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged short battery life found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No unexpected low battery alert or battery power loss alarm noted during testing. However, high sleep noted during sleep current measurement. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) dropped down and recovered back up multiple times indicated that esd latch-up on an ic. (2) low battery alert found in the pump history file/trace on (B)(6) 2021 at 10:59 am and 11:14 am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out test battery tube, internal battery, pcba 1 and pcba 2 one by one. Unable to determine the root cause, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Short battery life was confirmed due to high sleep current. High sleep current isolated to electronic assembly. Cosmetic damage found on the pump case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.